Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. Evaluation also revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/21/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/18/2014 with the following findings: evaluation revealed that the battery compartment was cracked from the threads to case seal. Evaluation also revealed that the display screen was dim and discolored. Unrelated to these issues, there was damage to the pump observed between the lower right corner of the display lens and the case seal. (B)(6).